Event description:
Patient reported rupture of the device. This record is for the unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d2a; d2b; d4; g2; g4; h4

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.